Manufacturer narrative:
The biomedical engineer (bme) reported that this central nurse's station (cns) was boot looping. The customer removed the unit from service. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that this central nurse's station (cns) was boot looping. The customer removed the unit from service. No patient harm was reported.